Event description:
A device was used during a hand assisted laparoscopic sigmoid colectomy. The device fired an incomplete cut of the tissue. The case was converted to an open procedure and another device was used to complete the case.